Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s automated implantable cardioverter-defibrillator (aicd) read 60 cycle interference or another noise that the electrophysiologist reportedly believed was coming from the lvad. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted log file. Per technical services, it was possible for the pump to cause some electromagnetic interference. The lvad runs on direct current (dc), so it should not have caused the 60-cycle interference. This would usually come from an alternating current (ac) source.

Manufacturer narrative:
The patient remains ongoing on vad support with no further related issues reported. A correlation between the device and the reported event could not be conclusively determined through this evaluation. Log file analysis showed no atypical alarms captured and the system showed normal device operation above the low speed limit for the duration of the log file. The account did not report any device related issues. The manufacturer of the ICD was not specified. The hmii IFU explains all warnings associated with the interaction between implantable cardiac devices and lvads. It explains that if the previously implanted pacemaker or ICD is found to be susceptible to em interference, it is recommended that the device be replaced with one that is not prone to interference. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.